Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.